Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that blood leaked from a marvelous 3-way stopcock. It was found when 8 or 12 hours had passed since the placement of the unit, and when a nurse on the night shift performed blood collection and returned blood from a syringe of the product to a patient. The complaint unit was replaced. No major problem and no patient injury occurred on the patient.